Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID neu_refillneedle,, product type: accessory. (B)(4).

Event description:
It was reported that there was a suspected pocket fill during the refill on the date of the report. Troubleshooting was performed. It was thought that they refilled with 20 cc of drug, but when the reservoir was accessed, post-refill, they only aspirated 1 cc. Imaging, also reported as a "c-arm" was to be done to estimate the pump volume. There was sudden irritation of the skin around the outside of the pocket site, post-refill. The patient was sent to the hospital for observation. The cause of the pocket fill was unknown. The healthcare provider (hcp) stated that they had "put in 3 ml and pulled out 3 ml, then 5 ml in and 5 ml before putting the 20 ml in"; they though they were in as a result. Subsequently, it was reported that the patient had been out of the intensive care unit (ICU) for a few days, and the hcp was working with the appropriate dose of oral medications; the family was unsure if they would continue with the pump. The pump was being used to infuse clonidine, bupivacaine, and morphine (unknown). It was noted that the event was exacerbated by the fact that the pump was alarming and no drug was expected or withdrawn (see manufacturer's report number 3004 209178-2015-13488). No outcome was reported regarding this event, nor were any actions/interventions to resolve the suspected pocket fill. Further follow up was requested to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacture representative reported that the results of the c-arm images are unknown, as the office did not save the images. While the patient still in the office, the physician used a new refill kit to try to suck any excess medication out of the pocket (believed that they retrieved 1 ml.) The patient was admitted into emergency room (ER), and the patient received narcan drip to deal with the potential overdose. The pump was refilled with preservative-free saline 20ml. Patient was exhibiting signs of withdrawal caused by the narcan. The narcan drip caused the patient to exhibit signs of withdrawal, including shaking, inability to sit still, and increase in pain. The symptoms of the suspected pocket fill were not overdose. The exact timeline was unknown, but the health care provider (hcp) stated that the patient had moved out of the intensive care unit (ICU) and to the floor. Once the patient moved to the floor it was assumed that the complications related to the pocket fill were over. If additional information is received this report will be updated.